Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited missing ventricular paced beats during scheduled electrograms (egm) collection. The device remains in use. It was also reported that the right ventricular (rv) lead exhibited noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.